Manufacturer narrative:
The advance capsule endoscope delivery devices were discarded following the reported event and are not available for evaluation. Without the return of the devices a root cause cannot be determined. The device history record (DHR) was reviewed for the subject lot and no abnormalities were noted. Steris offered in-service training to user facility personnel on the proper use and operation for the advance capsule endoscope delivery device however, the user facility declined. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure two of their advance capsule endoscope delivery devices "broke" while attempting to deliver the pill capsule. User facility personnel were able to successfully deliver the pill capsule with a third device. The patient procedure was completed successfully following a delay. No report of injury.